Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that all of the pump keypad buttons were under responsive. The keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible damage to the keypad cover with the audio bolus button cover missing. During testing, all of the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under any of the keypad buttons. Unrelated to the initial complaint, the display screen was dim and discolored.